Event description:
The locking screw would not engage and lock into the plate, went below the level of the plate. Did not exchange the screw, faulty but acted like a non-locking.

Manufacturer narrative:
Device remains implanted. If add'l info is received it will be reported on a supplemental report.